Event description:
As reported: "the tip of the catalog#702496 extractor broke off during the removal of the asnis micro (planned removal due to normal bone union). The asnis removal has been completed. No broken fragments remain in the body.".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.